Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding display glass. The insulin pump was received with a cracked case at the reservoir tube window corner, scratched reservoir tube window and a scratched display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer called in to complaint of a pump blank display. The blood glucose level was 125 mg/dl. The customer was advised to discontinue use of the pump and return it for a replacement. No add'l info was provided.